Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via social media post that they encountered an alarm issue with the adc device. The customer reported the low glucose alarm did not sound when their blood sugar reached 40 mg/dl and their husband administered them honey for treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via social media post that they encountered an alarm issue with the adc device in use with iphone, operating system ios and operating system version 16.1.1. The customer reported the low glucose alarm did not sound when their blood sugar reached 40 mg/dl and their husband administered them honey for treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarms were successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.